Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint was confirmed. Both triggers were pulled to determine which trigger was sticking. No resistance was felt when the triggers were pulled, however when the upper jaw trigger was pulled the upper jaw remained stuck down. After the trigger was pulled multiple times, the upper jaw released. The upper jaw was examined, and it was observed that one of the prongs on the upper jaw was bent inward. This deformation is the most likely cause for the trigger appearing to be sticking, since when the jaw was closed only halfway without making contact with the lower jaw the trigger did not appear to be sticking at all. This type of deformation problem is typically observed when the device has been dropped or mishandled on the jaw which causes it to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable

Event description:
It was reported by the sales rep via cst and phone that during a shoulder repair procedure the expressew ii flexible suture passer had a sticky trigger. The case was completed with another like-device with no patient harm or delay. The sales rep did not know the date of the procedure or when in relation to the procedure the event occurred. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.